Manufacturer narrative:
(B)(4). Implant date - unknown date in 2002.. Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-04302. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient received multiple closed reductions to address chronic lateral femoral head dislocation from the acetabular construct. The implants remain in-vivo and no revision has been scheduled to date. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : unknown part/lot, head, cup, stem. Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-08817, 0001825034 - 2018 - 04302. Reported event was confirmed via x-ray report. Review of provided patient x-rays confirms the reported implant dislocation as well as varus positioning of the femoral stem. Review of device history records was not possible as the necessary product/lot code combination(s) was not provided. Root cause was unable to be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.